Event description:
Boston scientific received information that this right atrial (ra) lead and associated implantable cardioverter defibrillator (ICD) exhibited an increase in pacing impedance measurements, from 500 ohms to 2,000 ohms. Noise was observed on the ra lead in an inappropriate atrial tachy response (atr) episode. The atr episode provided rv pacing, which caused discomfort to the patient. The device was reprogrammed to turn off vvi back-up pacing during atr episodes. Additionally, the patient reported feeling short of breath when walking up and down stairs, so the physician set the pacing mode to aair for rate response. The patient felt well, so the physician planned to continue to monitor the lead. An incomplete fracture was suspected as the cause of the noise and out-of-range pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
The lead and device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Boston scientific received additional information that the patient implanted with this ICD reported hearing beeping tones from the device. The device was checked at the hospital and an alert for high, out-of-range ra pacing impedance measurements was displayed. The alert was cleared to halt the beeping tones. When the ra lead measurement was taken in the hospital, the impedance measurement was 700 ohms. The patient will return for another device check in approximately 10 days. As of today, the device and lead remain in service. This report will be updated when additional information is received. It was later reported that the patient again heard beeping tones and presented to the hospital. It was noted that no out-of-range impedance measurement was listed in the daily measurements. A boston scientific technical services consultant discussed that the daily measurements were taken every 21 hours and were reported every 24 hours; there were times when an out-of-range measurement could be overwritten by a good measurement based on the timing. The device and lead remain in service with no new issues reported.

Manufacturer narrative:
The lead and device remain in service. This report will be updated when additional information is received.

Event description:
Boston scientific received additional information about this patient and ICD system. Another alert for the out-of-range ra pacing impedance was observed. The lead was still believed to be fractured, and noise was able to be recreated. There was no pause in pacing but some uncaptured beats were noted. It was reported the patient does not tolerate rv pacing so the device remains programmed to aai. The field representative and technical services reviewed the data from the remote monitoring system and agreed the atrial lead cannot be guaranteed to provide adequate pacing for this patient and it was recommended to add a new ra lead. The field representative planned to discuss the case with the physician. No changes have been made at this time. No adverse patient effects were reported.